Event description:
It was reported to boston scientific corporation that a advanix biliary stent was being removed during a stent removal procedure performed on (B)(6), 2012. According to the complainant the advanix biliary stent had been implanted at a previous procedure and was no longer needed as the drainage issue had been resolved. Reportedly, during the stent removal procedure, the physician looped a 27mm sensation snare around the stent and began pulling the stent through the scope. The physician met severe resistance and the stent broke in half. Half of the stent was removed through the scope using the snare device, however the scope needed to be removed from the patient it order to remove the other half of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.